Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with injection fortum (1 gm, once daily, intraperitoneal (ip)) and injection reflin (1 gm, once daily, ip). The patient remained hospitalized for the event. It is unknown if the patient recovered from the peritonitis. No additional information is available at this time.